Manufacturer narrative:
Field service specialist (fss) visited the account checked laser. Gel flaps were done and no failure was detected. Account mentioned to fss during visit that printer was having issues and a new printer was installed on 2/15/2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported patient had intralase lasik procedure in right eye and presented with diffuse lamellar keratitis (dlk) in both eyes at one day post treatment. One (1) day post op uncorrected visual acuity, right eye 20/15. Ten (10) days post op uncorrected visual acuity, right eye 20/15 no inflammation. It was reported that steroid drops were increased and an oral steroid was added.